Event description:
While physician was inserting 2-0 k-wires into pt's ankle, k-wires hit screw and tips broke off in pt and were unretrievable. No injury noted, pt in good condition. Two wire broken.